Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: a 2.5 inr/1.99 inr. A 4.0 inr and 4.0 inr/3.02 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system however, caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
Ni - it was unknown if the initial reporter sent report to the FDA. Patient 2, (B)(6) 1951. Caller did not know which meter produced the discrepant results. Reference medwatch report with (B)(6) for the additional suspect device used. Will not be returned to manufacturer.